Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A customer reported that on (B)(6) 2021, a sensor scan of 81 mg/dl was received as compared to a competitor brand meter result of 161 mg/dl. The customer experienced a loss of consciousness and received an unspecified third-party treatment. No further details were reported as the customer refused to provided further information. There was no report of death or permanent injury associated with this event.